Manufacturer narrative:
Not applicable.

Event description:
Upon review there was an injury associated with the appropriate treatment. The patient reports a rash in the chest area, where the front te is located. The outcome of the rash is unknown.